Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were high impedances during the procedure but the specific value was not known. Impedance testing was performed. The electrodes were defective. The lead remained implanted. No patient symptoms or complications were associated with this event. It was noted that this was a lead and electrode problem. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.